Event description:
Event: conversion to standard open repair. Case details: the ancure device was successfully implanted. Upon removal of the delivery catheter the pt experienced a drop in blood pressure. The physician elected to open the pt to determine the cause of the drop in blood pressure. No internal bleeding was observed however, the physician explanted the ancure graft and treated the pt with standard open repair.